Event description:
Additional information was received that the lead was explanted and replaced to resolve the event.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and pacing inhibition were detected on the right ventricular (rv) lead. Additionally, there was decreased pacing impedance on the rv lead. The patient reported experiencing dizziness. No intervention has been performed, although a lead replacement is anticipated, and technical support provided reprogramming recommendations. The patient is stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.